Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Based on the investigation and the decontaminated physical samples received, we cannot confirm the reported defect since the samples were dimensionally inspected to measure the entrance of the green tips, and the samples came out acceptable in measuring within drawing specifications. In addition, the device history record was reviewed, and no issues were found during manufacturing. Therefore, the root cause was not confirmed.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. On follow-up, the customer confirmed that the patient suffered transient severe hypoxia without aftereffects. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the connection at the beginning of the 001320 - airlife¿ nasal oxygen cannula curved, flared tip, with 7 feet (2.1 m) crush resistant tubing, over-the-ear style has changed. It is now stiffer/more rigid. As such, the goggle tip is not very compatible with the tip of the aquapak humidifier, causing frequent disconnections. The reported issue happened during patient use.